Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted an unknown size liberte bare metal stent in an unspecified location without complications. The initial stent was not well positioned or well apposed. An unknown amount of time later, a thrombosis occurred. Per the physician's opinion, post-ivus was not performed, so the cause of the thrombosis may be the incomplete apposition of the stent. The patient condition is listed as good. Further information was requested, but was unavailable.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, a similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.